Manufacturer narrative:
Product analysis: at analysis the analyzer failed its functional testing and was deemed out of specification in an electrical manner. It was further noted that it had damaged patient connector sockets. It was being sent on for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.